Manufacturer narrative:
The pump passed the displacement and self tests. The pump was returned for power error alarms. The detailed trace analysis confirmed the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detail trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case, keypad overlay texture damage and a severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed, indicating a power system error, in which the back up battery failed, was detected and this error did not prevent the insulin pump from running. The caller did not know the blood glucose reading. The caller stated that the alarm had not occurred during the rewind or filling/priming processes. The caller stated that the insulin pump alarmed every 3 hours in the night. The caller noted that the batteries were running low, and the alarm cleared when the reservoir was changed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.